Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8835, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine (unknown dose and concentration) via an implantable pump for non- malignant pain and failed back surgery syndrome. The event date was (B)(6) 2017. The patient was hearing intermittent alarms from the pump not consistently, the patient had a refill coming up on (B)(6) 2017. The patient saw an alarm screen on the personal therapy manager (ptm), the patient tried to get a bolus using the ptm and got a lockout, the patient stated that he only sees the alarm screen when he does not have the ptm over the pump, no symptoms were reported. Further information received from the patient and nurse via a company representative indicated that the patient reported hearing a tone from his pump every 8 hrs and the ptm screen was showing a bell, the date on the screen read (B)(6) 2017, patient was informed by the company representative that the pump had reached low reservoir, patient was instructed to call the office right away to get him scheduled for a pump refill, per the office nurse, the patient had pushed back his appointment thinking the refill date was (B)(6). There were no diagnostics/troubleshooting. Patient was scheduled for a refill on (B)(6). At the time of this report, the issue was not resolved, patient status was ¿alive ¿ no injury¿. No further complications were anticipated/reported.